Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain. A manufacturing representative (rep) reported that the patient was experiencing surging stimulation sensations when recharging their insulin pump. The patient stated that they recharge their pump every couple day and only the last two time has noticed this increase in stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.